Event description:
It was reported that 2 weeks post implant, the patient was admitted to the emergency department (ed). At the time of admission, the lead had an elevated capture threshold and it was noted that the lead had dislodged. It was decided that the lead would be repositioned. During the procedure the physician inadvertently cut the lead. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.